Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
A caller reported a malfunction on a pump, identified by the malfunction code "malf 5," which was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer reverted to a backup pump for insulin therapy.